Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a scope communication error (b30). The issue occurred during preparation for use for a diagnostic unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: g2 (¿health professional¿ was selected in error on the initial medwatch report). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. An additional finding such as an interrupted image was confirmed via device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the interrupted image could not be identified. However, it¿s likely the cause of the reported event and the interrupted image are related to corrosion on the video connector terminal. Olympus will continue to monitor field performance for this device.